Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of more than 3000 ohms. All other diagnostic measurements remain in range. At this time, the device remains in service and no adverse patient effects were reported.